Manufacturer narrative:
Part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
It was reported to philips that when trying to adjust the settings with the nav ring the numbers are jumping on their own. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed the issue and determined that the front bezel required replacement. The fse replaced the front bezel assembly to resolve the issue. The device fully met specifications after repair was completed and was returned to use.